Manufacturer narrative:
Investigation summary: a photo was received of a covidien foley catheter; however, bd had not received samples or photos of the llad from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a failure to contain occurred with a bd vacutainer® luer-lok¿ access device holder . The following information was provided by the initial reporter, "llad is creating a hole in the covidien foley catheter" 5 occurrences were reported, but no date/time or patient information was given.

Event description:
It was reported that a failure to contain occurred with a bd vacutainer® luer-lok¿ access device holder . The following information was provided by the initial reporter, "llad is creating a hole in the covidien foley catheter" 5 occurrences were reported, but no date/time or patient information was given.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a failure to contain occurred with a bd vacutainer® luer-lok¿ access device holder . The following information was provided by the initial reporter. "Llad is creating a hole in the covidien foley catheter". 5 occurrences were reported, but no date/time or patient information was given.